Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim: while performing a PICC medication change on a patient on the morning of august 12, he was preparing to replace the needleless connector, venting the needleless connector, and discovered that the needleless connector was obstructed.

Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: one mp1000 china sample was received for investigation without packaging. The sample appeared unused and no connecting device was available to aid the investigation. The customer reported that the affected sample was from lot 23105040 and they" discovered that the needleless connector was obstructed". The returned sample was subjected to functional testing by attempting to prime using a 50ml bd plastipak syringe; the sample was confirmed to be occluded during this testing. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the occlusion was most likely to have been caused by a malfunction during the automatic assembly process. During the assembly process, each maxplus component is subjected to a valve activation step, which confirms the fluid flow is unimpeded; in this instance it is likely that an error in the machinery occurred which resulted in the component not being subjected to the test, continuing on to subsequent assembly steps, instead of being automatically scrapped. A review of the production records for lot 23105040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Please note since the manufacture of this lot, the assembly equipment has been repaired to ensure the valve activation and scrap stations are functioning correctly. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
Additional information: replacement of the connector without the use of drugs, checking the exhaust found not smooth the surface of the connector is intact, try to inject with saline, not smooth.